Event description:
The customer claims the alarm has power but no alarm tone when pressure is released from the pad. They tested it with new batteries. No visual damage detected. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the unit did turn on but there was no alarm when pressure was released from the pad. There were some pins missing in the rj-11 sensor female receptacle. The fail-safe function was not working. Tested with new batteries. The battery door was missing. (B) (4).